Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. The 7.0 x 40, 75 cm mustang balloon catheter was used for post-dilatation. Inflation was performed 6 times. The first inflation was to 14 atm, second and third inflations were to 20 atm, fourth and fifth inflations were to 22 atm. Upon the 6th inflation, the balloon ruptured at 22 atm. The procedure was completed with this device. There were no reported patient complications and the patient status post procedure was listed good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the rated burst pressure for this device was exceeded per the dfu. Patient age at time of event: 18 years or older. (B)(4).